Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section b4. The date on the initial MDR stated "11-mar-2024"; however, "11-mar-2025" was the correct date.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide correction of the verbiage in section h11 on 9681834-2025-00046f. A correction was made to section b3 not b4.

Manufacturer narrative:
D4: UDI: n/a as this product code is bulk product. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual sample was not returned. There was no anomaly in the manufacturing record and the shipping inspection record of the actual product. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records. Since the actual sample could not be investigated, it was not possible to clarify the cause of occurrence. The instructions for use (IFU) (capiox fx05) of this product has the following warning regarding leakage: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that there was a leakage in the thermometer connection. The event occurred pre-cardiopulmonary bypass. The event resulted in delay in the beginning or continuing the surgical procedure. There was some blood leakage (few ml) in the oxygenator, in the thermometer connection as it was not correctly sealed. They became aware of the leak during preparation before going on pump. It was attempted to be fixed with webbing/ties; however, it was not possible. Therefore, they changed the product, causing delays. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide correction of to the b4 section of 9681834-2025-00046f and the verbiage in h11 on 9681834-2026-00046f2. The date in section b4 on the initial MDR stated "11-mar-2024"; however, "11-mar-2025" was the correct date. In 9681834-2025-00046f - the correction was inadvertently made to b3 not b4. In 9681834-2025-00046f2 - the verbiage in h11 stated a correction was needed to b3 instead of b4.